Manufacturer narrative:
This case was initially received via regulatory authority (national supervisory authority (valvira), reference number: (B)(4)) on 09-jul-2020. The most recent information was received on 15-jul-2020. This spontaneous case describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("very severe fatigue"), memory impairment ("memory impairment"), paraesthesia ("tingling in the legs and hands"), back pain ("back pain"), headache ("headache"), muscular weakness ("the right hand occasionally feels weaker"), urinary tract disorder ("feeling the need to return to the toilet immediately after urinating"), gastrointestinal disorder ("intestines agitated after eating") and swelling ("swelling") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure implants and tubes removed laparoscopically). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, fatigue, memory impairment, paraesthesia, back pain, headache, muscular weakness, urinary tract disorder, gastrointestinal disorder, weight increased and swelling outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, gastrointestinal disorder, headache, memory impairment, muscular weakness, paraesthesia, swelling, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (national supervisory authority (valvira), reference number: 2019-1575) on 09-jul-2020. This spontaneous case describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("very severe fatigue"), memory impairment ("memory impairment"), paraesthesia ("tingling in the legs and hands"), back pain ("back pain"), headache ("headache"), muscular weakness ("the right hand occasionally feels weaker"), urinary tract disorder ("feeling the need to return to the toilet immediately after urinating"), gastrointestinal disorder ("intestines agitated after eating") and swelling ("swelling") and was found to have weight increased ("weight increased"). The patient was treated with surgery (essure implants and tubes removed laparoscopically). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, fatigue, memory impairment, paraesthesia, back pain, headache, muscular weakness, urinary tract disorder, gastrointestinal disorder, weight increased and swelling outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, gastrointestinal disorder, headache, memory impairment, muscular weakness, paraesthesia, swelling, urinary tract disorder and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.